Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose. The customer blood glucose level was 60 mg/dl at the time of incident. The customer¿s other blood glucose values were 47 mg/dl, 37 mg/dl and 26 mg/dl. Customer treated with glucose tablets and carbs for low blood glucose. The customer stated that the insulin pump had rejected new battery alarm. Customer declined troubleshooting for low blood glucose. The insulin pump will not be returned for analysis.